Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is not expected to be returned for manufacturer review/investigation. Part number: 04.019.000s. Lot number: 605p983. Manufacturing site: (B)(4). Release to warehouse date: 25 jan 2022. Expiration date: 1 jan 2032. A manufacturing record evaluation was performed for the sterile lot number, and no non-conformances were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2022, the patient underwent the orif surgery for proximal humerus with the mhn implants. In the surgery, the end cap in question could not be inserted properly. The surgeon turned it around multiple times to insert it, and a piece of the thread was scraped. No fragment was left in the body. The surgery was completed successfully without any surgical delay. This report involves one ti multiloc end cap f/multiloc nail/0mm extension-sterile. This is report 1 of 1 for (B)(4).